Manufacturer narrative:
(B)(4). Batch # p94g4m. Investigation summary : the device was returned with no apparent damage. The device was connected to a gen11 and the device was found to be functional and worked as intended. There were no anomalies noted with the functionality of the device. Also, no communication issues were observed at any time during the test. It could not be determined what may have caused the reported incident of: ¿the machine did not recognize the device.¿ when the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that before the start of an unknown procedure, the cable was plugged into the generator and a message was received that it was not detected. The machine did not recognize the device and kept asking to press next. The procedure was not extended greater than 30 minutes and there was no reported patient consequence.